Manufacturer narrative:
Device evaluation summary: the backlight inverter printed circuit board (pcb) was returned to medtronic for failure investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The backlight inverter pcb was attached to the failure investigation test ventilator for analysis. The ventilator was powered up and passed all testing. The ventilator was placed in normal ventilation mode for 24 hours with no errors or alarms observed during testing. Although the service engineer replaced the backlight inverter pcb on the customer's ventilator, the returned part was testing in a test ventilator and no malfunction or product deficiency was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an 840 ventilator's display was blank. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
Additional information added to unique identifier (UDI) number. Correction to contact information. Correction to the PMA / 510k #. Additional codes added to patient codes and device codes. Correction made to evaluation codes method, result and conclusion. Device evaluation summary: the backlight inverter was replaced and is expected to be returned for failure investigation. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.